Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. "Based on associated device history records, the product was made to print and correct materials. Product left nonconforming to print as the seal was incomplete after incoming inspection was completed." Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that one of the four screws was missing from the packaging upon receipt. The bag was not sealed and the screw was not inside the open bag or box. No further information has been provided. This was at the distributorship and had no patient involvement.